Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation on the received parts reveals a device malfunction due to excessive mechanical stress, which can explain the reported recipient performance problem, although no impact has been reported. Further the device coupling to the round window was insufficient, which occurred as a consequence of a post-operative fmt migration possibly due to excessive tissue growth in the middle ear. Other mechanical damages are attributable to the removal surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The explanted device was received for investigation. Additional information stated that the user no longer had hearing sensation with the device. The user has been re-implanted.